Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: "unknown." Event description: "this is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation. Septum fragmentation: report from the sales rep: a rubber black material fell off inside abdominal cavity. The first set trocar was replaced with new one due to unknown reason and it was disposed of by the facility. The total quantity of applied medical's trocars used in the surgery was three (model:ctr73). The timing of the incident is unknown. Aside from the above mentioned trocars, no other applied medical's trocar was used. One [non-applied 5 mm trocar] was used, but its color of the valve is not black. Request: the customer is requesting amr to conduct component analysis to identify whether or not the material is from applied medical's trocar. Please identify whether or not the material is from applied medical's trocar. Please conduct component analysis if necessary. Initial investigation report: two (2) event units and one (1) fragment were returned to us and visually inspected. Since no damage was observed in the seals, the septum, the shields and the ddbs of the returned units, the returned trocars will not be returned to amr. Only one(1) fragment will be returned to amr for further evaluation. (B)(4). Septum cer check list: the surgeon(s) and/or nurse(s) found the parts during the case. They felt something stuck. The surgeon(s) removed all damaged parts. This is the first time this issue has happened at the same department/speciality at the hospital. Additional information received via email on 25-oct-2017 at 1:29 am from distributor: "initial investigation report: two (2) event units and one (1) fragment were returned to us and visually inspected. The two trocars were dismantled by the facility. No damage was observed in the seals, the septum, the shields and the ddbs of the returned units. Two (2) event units and one (1) fragment will be returned to amr for further evaluation. (B)(4)." Type of intervention: removed all damaged parts. Patient status: "no patient injury."

Manufacturer narrative:
Two disassembled trocar seals and a rubber fragment from the event were returned to applied medical for evaluation. The internal components of the disassembled trocar seals were visually inspected and no visual non-conformances were found. Engineering determined that the rubber fragment that was returned was from the septum, an internal rubber component of the seal. It is likely that it was from another trocar that was used in the same procedure, but was not returned to applied medical. Based on the description of the event and the returned fragment, it is likely that the reported event was caused by an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.